Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficulty to position using a guide wire were able to be confirmed. The shaft was torn at the guide wire exit notch extending distally for a length of 4 mm. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and mildly calcified left anterior descending artery. The 2.5 x 28 mm xience alpine stent delivery system (sds) met resistance with the guide wires being used in a buddy technique and would not cross the lesion resulting in flared stent struts. A new same size sds was used without any further issue to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Returned device analysis revealed the guide wire exit notch was torn.